Manufacturer narrative:
Device evaluation visual inspection of the device shows the tip detached and the detached tip assembly did not return for analysis. Under a microscope it is visible that the detachment occurred just distal to the anchor pockets and the cutter remains at the end of the drive shaft with no damage noted to the cutter blade. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the hawkone directional atherectomy with a non-medtronic 6fr sheath and 0.014" guidewire during procedure to treat moderately calcified fibrous lesion in the proximal common iliac artery. There was severe tortuosity and very tortuous bifurcation. IFU was followed. The vessel was not pre or post dilated. It was reported that during initial advancement there was severe resistance and the device was unable to cross the lesion. During withdrawal of hawkone, resistance was felt and the tip detached at the hinge pin. The device would not advance across the sheath and when the device was removed from the sheath the nosecone fell off. The sheath was removed and the nosecone remained in the vessel. The nosecone could not be retrieved and the procedure was completed by stenting the detached tip against the wall of the iliac artery. The patient received the iliac stent because the nosecone needed to be trapped. There was no further patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient is doing good, with no issues reported. Patient demographics provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.